Event description:
It was reported prior to an unk procedure, the devices were being put out for a case when it was noticed that one of the trocars was in the packet still, but the shaft was bent at the top. They looked in the packet (that holds the 6 ports) and noticed there was another device that was exactly the same, bent at the top almost as though it has warped. The devices were still in the sterile packaging and have not been opened. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.